Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [20 mg/ml] at a dose of 9 mg/day via an implantable pump for non-malignant pain and spinal stenosis. It was reported on (B)(6) 2017 that a non-critical alarm was heard and confirmed to be occurring by telemetry. It was confirmed that the low reservoir alarm was occurring and the elective replacement indicator (eri) alarm was occurring. The alarms were not expected. It was indicated that the pump was refilled on (B)(6) 2016 and the eri was 13 months at that time. No symptoms were reported. The event date was reported to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.